Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: a review of the black box showed no evidence of power interruption. The returned battery cap was used to complete investigation. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no power issues. The pump was exercised for 24 hours with no power issues and no errors, alarms, or warnings. The pump cover was removed, and there was no defect found to the power circuit. The alleged power issue could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.